Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was not folded correctly in the cartridge and the lens ripped during insertion into the pt's eye. The incision was not enlarged when lens was removed, sutures were used to close the wound. Another same model and size lens was implanted. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4) - incision sutured. (B)(4).